Event description:
It was reported that the arterial and ventricular outputs on the external pulse generator were intermittent. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis did not confirm the customer comment of intermittent outputs. Analysis did find that the upper case, lower case and side bail covers were broken, that the battery release was sticky and that the battery contacts were compressed.